Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the external force applied to the distal end of the subject device due to the user handling. That external force might have been occurred at when from the attaching the balloon on the subject device to the inserting the endoscope. Therefore, the protrusion of the distal end of the subject device might have been damaged and fell off after the procedure was done and the balloon was removed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) (oekg) was informed from the user that the protrusion on the distal end of the subject device had been missing before the endobronchial ultrasonography (ebus) procedure. The facility did not know when the protrusion was missing. During the previous procedure, the physician felt the malfunction of the balloon but continued and completed the procedure without the problem. The physician thought that the protrusion was not fallen into the patient. At the incoming inspection for the repair, the service department of oekg checked the subject device and found that the protrusion was missing. There was no report of patient injury associated with this event. The user did not provide the other detailed information.